Event description:
The manufacturer received information alleging a ventilator turned off in standby mode. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.